Event description:
It was reported by the surgeon that he implanted a collamend patch in the pt in 2008, and two months later, gram-positive cocci were cultured and the same gram-positive cocci were cultured from the blood. A drain has been inserted in between collamend and the peritoneum.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.